Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result did not match the patient¿s clinical history and was not reported to the physician(s). The sample was repeated on an alternate instrument and on the same instrument, resulting positive. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse proactively performed monthly maintenance and decontaminated the reagent bottles and lines. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.